Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had the critical block and inverse critical block did not add to zero alarm during bolus. The customer received an alert when doing a bolus. The customer stated that there was also a battery failed, then insert battery alert. The customer was able to clear the alarm and complete the insulin pump rewind. The insulin pump did not pass the self-test. No harm requiring medical intervention was reported. The device will not be returned for analysis.